Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a non-bsc guide wire was advanced, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, during first inflation, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a 2mm x 22mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a non-bsc guide wire was advanced, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, during first inflation, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a 2mm x 22mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.